Manufacturer narrative:
The device was marked as available for evaluation ; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscus repair using a fast-fix 360 curved ndl delivery sys, it was reported that both implants deployed simultaneously. When the surgeon pushed the slider to deploy t1, t2 also came out with t1. The implants were left in the joint unsupported. A backup device was available for the case. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿t2 pre-deployed.¿ the insertion needle with no implants or suture construct was received. The device is visibly bent. The actuator would not function due to the bend in the needle shaft. No root cause related to the manufacturing can be established and no further action is required. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. The instruction for use (IFU) states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ (B)(4).